Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The service repair technician (srt) stated the blade protector will need to be replaced.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the sternal saw blade protector was bent. There was no patient involvement.